Event description:
It was reported that the customer had a high blood glucose level and was hospitallized. The customer's blood glucose level was 530 mg/dl. The customer stated that she is not feeling well so went to emergency room. The customer passed out in the hospital elevator and her blood pressure had dropped because of dehydration from high blood glucose. The customer was admitted at the hospital and the doctor removed her insulin pump. The hospital staff gave her a sample of sillohuette set which is currently using. The patient is exhausted and declined to speak to help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)